Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5112746 that a caucasian female patient underwent a breast implantation procedure with mentor memorygel breast implants 500cc and suffered several unexplained systemic symptoms, including rheumatoid arthritis, positive sed rate, positive rheumatoid factor, positive ana, thinning hair, hair loss, weight gain, fatigue, uncontrolled bleeding, hormone changes, inability to concentrate, migraines, visual disturbances, pain, swollen lymph nodes, autoimmune issues, muscle weakness, muscle stiffness, fatigue with exertion, tachycardia, increased heart rate, inflammation, bulging cervical discs, dry skin, rashes, slow healing, anxiety, depression, brain fog, memory loss, vertigo, paresthesia in extremities, tinnitus, abnormal popping sounds in ear, abnormal sensation of fullness in ears, intermittent fevers, night sweats, allergies, heart palpitations, gallbladder problems, gastrointestinal problems, irritable bowel syndrome, constipation, diarrhea, exercise intolerance, reflux, nausea, difficulty swallowing at times, frequent urination, chronic cough with mucous production, and photosensitivity. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.